Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation (fallopian tube(s') in a 37-year-old female patient who had essure (batch no: 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, vaginal discharge, vaginal odor, hot flashes, insomnia, constipation, abdominal pain, constipation, dyspareunia, nabothian cyst, leiomyoma nos and parakeratosis. On (B)(6) 2018, surgical pathology report diagnosis: a, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy; cervix: benign ecto· and endo cervix with transformation zone mucosa with immature squamous metaplasia. Nabothian cyst, and parakeratosis; secretory endometrium with tubal metaplasia; 0.5 cm leiomyoma; unremarkable fallopian tubes. Essure coils identified in both fallopian tubes. Previously administered products included for birth control: depo provera and mirena. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury- depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, anxiety, vaginal haemorrhage and depression outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Lot number: 619529, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation (fallopian tube(s).') In a 37-year-old female patient who had essure (batch no: 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, vaginal discharge, vaginal odor, hot flashes, insomnia, constipation, abdominal pain, constipation, dyspareunia, nabothian cyst, leiomyoma nos and parakeratosis. On (B)(6) 2018-surgical pathology report diagnosis: a, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy; cervix: benign ecto· and endo cervix with transformation zone mucosa with immature squamous metaplasia. Nabothian cyst, and parakeratosis; secretory endometrium with tubal metaplasia; 0.5 cm leiomyoma; unremarkable fallopian tubes. Essure coils identified in both fallopian tubes. Previously administered products included for birth control: depo provera and mirena. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury- depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy (full),bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, anxiety, vaginal haemorrhage and depression outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs+mr received- lot number were added. New events abnormal bleeding (vaginal), mental anguish, migration of essure device location of device: uterus, perforation (fallopian tube(s)), she did not undergo essure confirmation test were added. Event psych injury updated to depression. New reporter, patient information, concomitant and historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and fallopian tube perforation ('perforation (fallopian tube(s)).') In a 37-year-old female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included back pain, vaginal discharge, vaginal odor, hot flashes, insomnia, constipation, abdominal pain, constipation, dyspareunia, nabothian cyst, leiomyoma nos and parakeratosis. (B)(6) 2018-surgical pathology report diagnosis: a, uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy; cervix: benign ecto· and endo cervix with transformation zone mucosa with immature squamous metaplasia. Nabothian cyst, and parakeratosis; secretory endometrium with tubal metaplasia; 0.5 cm leiomyoma; unremarkable fallopian tubes. Essure coils identified in both fallopian tubes. Previously administered products included for birth control: depo provera and mirena. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("migration of essure device location of device: uterus"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and depression ("psych injury- depression"). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), anxiety ("mental anguish"), urinary tract disorder ("bladder or urinary problems"), bladder disorder ("bladder or urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, anxiety, vaginal haemorrhage, depression, cystitis, urinary tract infection and vaginal discharge outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, vaginal infection, urinary tract disorder and bladder disorder had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: treatment received for pain, bleeding, fracture, migration, perforation and bladder/urinary problems. Lot number: 619529 manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder or urinary problems, bladder infection, uti and vaginal discharge were added. Outcome of events general abnormal bleed, pelvic pain and bladder or urinary problems were changed to recovered. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), vaginal infection ("bladder/urinary problems: vaginal infection") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and vaginal infection had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : case become incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, genital bleeding, menorrhagia, device breakage, vaginal infection, dysmenorrhea. Reporter added, patient demographic added, essure removal date added, product indication updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.